Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 fired the clip applier clips came out and then one crossed (scissored) and jammed, fired in the normal way. Another instrument was used to complete the case. There was no consequence to the pt.